Event description:
It was reported that the patient was in clinic with renal problems. He was found unconscious in his room. The ECG showed the patient was in vf and CPR and external defibrillation were successfully performed. The patient was stabilized with medication and in the ICU due to brain damage after the cardiac arrest. Review of egms revealed the device successfully detected and delivered appropriate atp and hv therapy. It was also noted that one or two events may have been undersensed due to small signals and/or large preceding events. Due to programmed settings, initial episodes were overwritten with newer episodes, therefore not all egms were available for review. The patient expired four days later due to renal/multiorgan failure.